Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device had evidence of physical damage. The device's active exhalation control module was replaced to address the issue.